Event description:
During a retrospective review of past treatment events for potential adverse events, conducted a CAPA to response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager emailed customer support to report that a (B)(6) y/o male pt passed away on (B)(6) 2014. The pt's death was sepsis related. The territory manager also stated that the pt had multiple conditions that were non-cardiac related. Review of the downloaded data revealed that the pt experienced an appropriate treatment during ventricular fibrillation (vf). The post-shock rhythm was asystole transitioning to bradycardia and degrading back to asystole. An arrhythmia was again declared approx 15 seconds later and the pt received a second shock during asystole. Intermittent cardiac activity (vt/vf) led to the detection. The pt's ECG then shows CPR artifact, indicating the presence of bystanders. The pt passed away on (B)(6) 2014.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacturing date: 10/2008 - reuse.